Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd texium needle-free syringe had connection issues. The following information was provided by the initial reporter: leakage occurs during connection and/or while pushing drug into the bag. Staff report the connection may not thread correctly with the bag access device. Notably, when the texium syringe is secured/tightened fully, leakage appears more likely, and slightly loosening may reduce leakage. Leakage has occurred with both 20 ml and 50 ml sizes and across different lots. Describe patient / hcp / user impact: hazardous drug exposure, chemo leak.